Manufacturer narrative:
(B)(4)

Event description:
It was further reported that possible stent thrombosis occurred.

Manufacturer narrative:
Device is a combination product . Device evaluated by MFR: the device was not returned for evaluation. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Evolve short dapt clinical study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. In (B)(6) 2017, clinical status assessment indicated that the patient¿s qualifying condition as stable angina (ccs classification: 3). The patient was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 1.5mm long with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilation and placement of a 3.50x16mm study stent, with 0% residual stenosis following post-dilation. The patient was discharged on clopidogrel the next day. In (B)(6)2017, the patient died and the cause of death was fall. No additional information is available at this point of time.